Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available. D4: primary UDI number is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the missing/detached lens adhesive could not be determined, however, the issue was likely the result of component failure due to repetitive use stress, handling and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer did not report a malfunction. During inspection of cysto-nephro videoscope, the objective lens adhesive was found to be missing. The most likely cause of the reportable malfunction is stress. There was no patient involvement, and no harm was reported as a result of the event.